Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. Articulation of the catheter had no effect on the image. X-ray imaging of the distal tip showed no problem with the redistribution layer (rdl). No camera wire damage was observed in x-ray imaging of the distal end. No camera wire damage was observed in the pebax region of the catheter. X-ray imaging of the handle showed no problem with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problem with the glue feature. The bond of the glue feature to the pcba was inspected, tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted. Saline was inserted through the irrigation channel, and after enough saline reached the handle, no change to image was observed. A live image was present throughout testing. The reported complaint regarding visualization was not confirmed. During product analysis, a live image was seen upon insertion of the device and after conducting a saline test, no changes to the live image were observed. Based on all gathered information, the probable cause selected for the visualization issue is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2023. During the procedure, while performing ehl lithotripsy they stopped the cholangioscopy and removed some stone fragments with an extractor balloon. They wanted to perform another round of lithotripsy but the image was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2023. During the procedure, while performing ehl lithotripsy they stopped the cholangioscopy and removed some stone fragments with an extractor balloon. They wanted to perform another round of lithotripsy but the image was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.